Manufacturer narrative:
Medical images have been made available to the manufacturer. Medical records were not provided. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the chronic catheter allegedly broke. There was no reported patient injury.

Event description:
It was reported that the chronic catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: the sample was not returned for evaluation. Three medical images were provided and reviewed. Based on the image review, contrast extravasation was confirmed. Therefore, the investigation is confirmed for the reported catheter break. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include flexural fatigue, over-pressurization, excessive force and sharp instrument damage.